Event description:
Livanova received report of a motor control failure error message a pump used on a s5 system during priming. There was no patient involvement.

Manufacturer narrative:
Patient identifier-ethnicity: there was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A faulty pump head cannot be excluded. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Through follow-up communication livanova learned that the affected pump was a s5 mast roller pump. Information related to product information have been updated in dedicated d.1, d.2 , d.4 sections as well as manufacturing date of device in section h.4. H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a the motor control board which was replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported event was a defective motor control board.

Event description:
See initial report.